Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was alleged that the updated patient bed did not appear. A technical support specialist checked active directory messages for the patient, confirmed that the active directory location matched the es server, and verified that the patient location was updated on the stations. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the updated patient bed did not appear and the patients was assigned to bed 4, but pyxis was displaying and dispensing medication for bed 7 and the patient assigned to bed 7 dispensing for bed 4. The customer reported that the malfunction occurred during the dispensing of the medication, however no delays were reported. There were no adverse events or injuries reported based on this incident.